Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. No product was returned for investigation. Based on the clinical information, the cause of the access site bleeding was use related. As noted in the impella IFU: impella cp with smart assist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The medical team observed that the patient was bleeding from the cp optical placement. When the access site of the patient was confirmed, the team fixed the sheath and remedied the issue. The sheath was 1cm protruding from the site. The fixation angle was adjusted, but the bleeding did not stop, so the stitches were once removed and the nose was attached to the skin for fixation, and then the bleeding stopped. It was reported that the patient was normally weaned and survived the procedure.